Manufacturer narrative:
The manufacturer's service representative performed an on-site investigation. The service representative repaired a pin and reseated the remote control panel connector. The system was tested and operates as intended.

Event description:
The customer reported a communication error on the 9900 system. No patient injury was reported.